Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure - no picture. Conclusion reported failure mode was not reproduced during investigation. However, a number of flicker and connection loss events were found in st logs downloaded from receiver. Probable root cause cannot be specifically determined but is likely localized to the corresponding transmitter in use with receiver serial number (B)(6). Frequent mid session c10 hdmi unlocks were found and largely correlated with e15 1 communication errors and greater than 42 sds miscounts. This pattern tends to occur from transmitter-side video interruptions, and can be caused by a number of issues from transmitter and or video source malfunctions to lose or damaged hdmi cables corrupting the video signal. Any potential underlying hardware fault with the receiver itself can be ruled out as this pattern was not reproduced with a known working transmitter, video source and hdmi cables during testing. The product was returned for investigation and the failures identified are consistent with the complaint record. Failure mode will be monitored for future reoccurrence. Manufacture date is not known.